Manufacturer narrative:
Concomitant medical products: 305u223 tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness, fatigue and bradycardia. It was further reported that the right ventricular (rv) lead exhibited exit block, high thresholds, variable thresholds, low impedance and a polarity switch. Reprogramming occurred. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.